Event description:
This is submitted to report the thrombus that was observed during use with the steerable guiding catheter, which required medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The activated clotting time (act) was 300. The steerable guiding catheter (sgc) was advanced to the left atrium (la); however, thrombus was then observed on echocardiogram, 4 cm from distal tip of the sgc in the right atrium (ra). It was noted that the saline flush was performed without heparin. The sgc was retracted out of the anatomy and the thrombus was no longer visible on echocardiogram. Aggrastat had been used for anticoagulation. After 20 minutes, the procedure was continued with heparin. A second transseptal puncture was performed and the sgc was inserted. A heparinized saline flush was performed. The act was greater than 300 and thrombus formation was observed at the tip of the sgc as it reached the septum. The act continued to be over 300; therefore, it was decided to abort the procedure. No clip was implanted, and the mr remained at 4. The patient was confirmed to be clinically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances for the lot. Based on the information reviewed, there is no indication of a product deficiency. There was no reported device malfunction associated with the steerable guiding catheter (sgc). The reported patient effect of thrombus, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. It is possible that the initial thrombus observed during the procedure may have been due to the saline flush performed without heparin and was therefore due to user technique/procedural conditions; however, this cannot be definitively confirmed as during the second attempt, even after a heparinized flush was performed with the sgc, a thrombus was noted on the device. Based on the information reviewed, a definitive cause for the reported thrombus cannot be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the mitraclip system IFU warns: failure to administer heparin once transseptal access has been achieved may result in thrombus formation. The IFU also warns the user that heparnized saline flush should be continuous throughout the procedure, and to ensure flow is visible through the drip chamber and that tubing is free from kinks and/or obstruction and pressure of 300 mm hg is maintained, as discontinuing flush may result in air embolism and/or thrombus formation.

Manufacturer narrative:
(B)(4): failure to use a heparinized saline flush. The customer reported the steerable guiding catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.